Manufacturer narrative:
A sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. Upon functional evaluation of the sample, the reported issue was not confirmed; the balloon was inflated and immersed in water without any leakage. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.

Event description:
The customer reported that within 6hrs, the bulb deflated on its own. They just inserted one as well with no issues to date from the same order. Per additional information received, the patient developed peritonitis to the abdomen after the gastric acids and stomach contents ended up in the abdomen causing an infection (fever and redness to abd). His level of consciousness decreased and he stopped eating for a few days. This eventually improved as he was given a trial period of antibiotics. The status of the patient is post stroke, acp c (pre this event).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.